Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, and no answer was obtained. If any additional information is received, a supplemental medwatch report will be sent. In event description indicates "suture was broke when it pulled out" could you please clarify if it broke when pulled out from the package or from the tissue? Please clarify what is the lot number? Investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one open sample that pertain to the product code sxpp1a405. During the visual assessment of the needle-suture, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found and the sides of the fixation tab were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. The manufacturing records could not be reviewed as the batch/lot number is unknown. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare. Active ingredient(s) - triclosan. Dosage form - suture/solid/parenteral. Strength - 2360 g /m.

Event description:
It was reported from the analysis of the returned product that an assembly problem was observed. The suture was examined, body fluids at some barbs were found and the sides of the fixation tab were broken. It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. There were no adverse patient consequences were reported. Additional information was requested.